Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.